Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 4.00x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, the stent strut was noticed to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous, mr, 4.0x28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal strut damaged; distorted and pulled in a proximal direction. The undamaged proximal stent outer diameter was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile and shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 4.00x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, the stent strut was noticed to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.